Event description:
The customer stated that she was hospitalized due to hyperglycemia and bronchitis. It was reported that the customer's blood glucose reading was over 500 mg/dl. Troubleshooting was performed and found that the insulin pump was persistently alarming no delivery. The customer did not have the necessary supplies to continue troubleshooting. The customer was advised to call back to finish troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.